Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that insulin pump received a insulin flow blocked alarm when 100 units of insulin was left in reservoir. Customer was advised that alarm may be due to the fact that customer wears the same reservoir for ten days instead of the units left in reservoir. Customer was advised to call back should issue persist. Customer's blood glucose was unknown.